Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Two fragments of an impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (item # tsvb11) were received for investigation. Visual inspection of the as returned product identified some significant fracturing that had split the implant into the two received pieces. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 30 and was used for approximately 3 years. Pictures were provided. DHR review was completed for the subject lot number (63178098). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 63178098) for similar event and no other complaint was identified. June post market trending was reviewed and there were no negative trends or corrective actions for the reported events (implant fracture and bone loss) or device (tsvb11). Therefore, based on the available information, device malfunction had occurred and the reported event was confirmed. A definitive root cause could not be identified. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510(k) number k013227.

Event description:
It was reported that the implant (tsvb11) fractured at the collar level. It was also reported that they removed the implant.